Manufacturer narrative:
(B)(4).a batch review was conducted on lot number 14g15g72 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the injection site of an accusol bag was damaged before use. The blue injection site detached from the bag when the nurse wanted to add ions. There was no patient involvement. No additional information is available.